Manufacturer narrative:
A ge service representative performed an on site investigation. The issue with resolution was verified. The camera was adjusted for optimal resolution at all levels. Dose output measured and found within specification. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported to the operator by a physicist that the high output resolution was not optimal. There was no adverse patient involvement reported. There was no patient information reported.